Event description:
A patch test was completed and I'm allergic to propylene glycol and betadine. I've had on going dermatitis issues beginning in 2010. Starting in 2013 bacterial vaginosis every month. I've had a fainting spell in (B)(6) of 2012. It wasn't until recently I have been researching because I am now sensitive to the touch and sound. I firmly believe that my health issues are due to essure it was implanted in 2007.